Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as defective ise (ion selective electrode) buffer valves. The fse replaced the buffer valves to resolve the issue. (B)(4).

Event description:
The customer reported the generation of high ion selective electrode (ise) patient results on their au5800 instrument. The results were not reported out of the laboratory; hence, there was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event. The customer provided data for two (2) patient samples.